Event description:
A health care provider (hcp) reported that the patient had therapy regression and symptoms of slurred speech, slow walking, confusion, and a change in equilibrium. The regression began the weekend of (B)(6) 2016. Prior to the symptoms, the patient started hyperbaric therapy on (B)(6) 2016 and had five sessions before symptoms started. A 1.6 ata chamber was being used for treatment. The month prior to this report, the patient had their implantable neurostimulator (ins) replaced. The patient's indication for use is essential tremor and movement disorders.

Event description:
Additional information was receive from a health care provider (hcp). It was reported that the patient was see on (B)(6) 2016 and the deep brain stimulation (dbs) system was analyzed, but no issues were found; no actions/interventions were taken. When inquired about the cause it was stated it was most likely related to the hbo treatment and that it was not related to the device/therapy. The hcp confirmed the issues have seen been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.